Event description:
A malfunction with the pump, identified by malfunction code 24, was reported without any notable prior events. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.